Event description:
It was reported that during device preparation and prior to use, the 2.5 x 15 mm xience v stent shifted on the balloon when the protective sheath was removed. It was noted that resistance was felt during removal of the protective sheath. The device was not used. There was no patient involvement. A second xience v stent delivery system (sds) was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.